Event description:
It was reported that during an unknown procedure, the clips cannot be firmly applied to vessels, it even fell off from the device. It is unknown how case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) - yielded jaws. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. A bag with a suture was received along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.